Manufacturer narrative:
The product has been received for evaluation; however, evaluation is not yet complete. A follow-up MDR will be submitted.

Event description:
Received information stating customer received an alarm and the pump unexpectedly shutdown. Reportedly, the customer blood glucose level was not impacted.